Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 429 mg/dl. Reportedly, there was air bubbles observed in the tubing. Customer changed out the infusion set tubing and resumed insulin delivery. Customer delivered a bolus to address elevated bg levels.